Manufacturer narrative:
The technician replaced the side rail control board and piezo alarm board to resolve the issue.

Event description:
The technician alleged the bed had no bed exit alarm. No patient impact.